Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012834417); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 26 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, a potential infold was observed and the valve was recaptured. Upon the second deployment attempt, the infold was confirmed. It was noted that the target implant depth when the infold occurred was 3 mm. Subsequently, the valve was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold. No patient complications were reported as a result of this event.